Manufacturer narrative:
The adhesive ring instructions for use (IFU) (B)(4) lists skin irritation and allergic skin reactions as potential risks associated with its use. In this case, the patient reported developing a widespread rash following application. The patient attributed the reaction to the adhesive ring and expressed that the cam did not cause the reaction. The device history record (DHR) for adhesive ring lot st082025-1 w as reviewed for compliance with the established device master record (dmr), including certificates of conformance for patient-contact materials. Examination of this record determined no discrepancies or instances of non-conformity that could have caused or contributed to the reported event.

Event description:
Original complaint (from (B)(4)): "submitting on behalf of (B)(6)- patient developed redness and small blisters at the site that the monitor was placed. She had the reaction within 24 hours of the monitor being placed. I removed the monitor myself in our office. You can pass along my contact information if needed." Additional information: the patient experienced a skin reaction at the device application site on the left side of the chest, characterized by redness, swelling, itching, and a burning sensation. The reaction subsequently spread across the entire chest area. The patient reported that the reaction was specifically caused by the adhesive ring and not by the cam device adhesive. The patient's primary care physician administered a dexamethasone injection, after which the patient reported noticeable improvement in her skin condition.